Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. All dialysis patients are at risk of infection due to a compromised immune system and because dialysis techniques increase the potential of microbial contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was using a bag with antibiotics for their last fill due to having peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was diagnosed with peritonitis. No signs or symptoms were provided. The patient was initiated on intraperitoneal (ip) antibiotics (drug, dose, frequency, and duration unknown). The antibiotics were to be instilled during the patient¿s last fill of treatment. The pd effluent cultures had not come back at the time of the call, so no organism and species of the peritonitis had been identified. The pdrn stated that a root cause analysis was being completed to determine the cause of the peritonitis, but no cassette leak or other issue with any fresenius product was reported. The patient was able to resolve the issue reported to technical support and completed all pd treatments with the antibiotics.

Event description:
It was reported that a peritoneal dialysis (pd) patient was using a bag with antibiotics for their last fill due to having peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was diagnosed with peritonitis. No signs or symptoms were provided. The patient was initiated on intraperitoneal (ip) antibiotics (drug, dose, frequency, and duration unknown). The antibiotics were to be instilled during the patient¿s last fill of treatment. The pd effluent cultures had not come back at the time of the call, so no organism and species of the peritonitis had been identified. The pdrn stated that a root cause analysis was being completed to determine the cause of the peritonitis, but no cassette leak or other issue with any fresenius product was reported. The patient was able to resolve the issue reported to technical support and completed all pd treatments with the antibiotics.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was using a bag with antibiotics for their last fill due to having peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient was diagnosed with peritonitis. No signs or symptoms were provided. The patient was initiated on intraperitoneal (ip) antibiotics (drug, dose, frequency, and duration unknown). The antibiotics were to be instilled during the patient¿s last fill of treatment. The pd effluent cultures had not come back at the time of the call, so no organism and species of the peritonitis had been identified. The pdrn stated that a root cause analysis was being completed to determine the cause of the peritonitis, but no cassette leak or other issue with any fresenius product was reported. The patient was able to resolve the issue reported to technical support and completed all pd treatments with the antibiotics.